Event description:
The customer reported that during a sigmoidectomy, oozing occurred although an end tone, indicating a completed seal, was heard. Additional seals were made and the procedure was completed without incident. A forcetriad generator set at 2 bars was in use at the time.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.